Event description:
The customer reported that the drive support cap began to protrude from the insulin pump, and did not recall any significant events leading up to the malfunction. The customer's blood glucose value was 184 mg/dl. The customer was advised to discontinue use of the insulin pump and return it for a replacement and analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The drive support was inspected and no anomaly was noted. The insulin pump had minor scratches on the display window.